Event description:
The product complaint report shows the customer alleged that the audible alarm failed to activate during a performance test. After speaking with a co's technical support sepcialist, the customer's bio-med technician removed and replaced the audible alarm assembly. The unit passed its performance tests and was returned to service. This report is not an admission by co that this device caused of contributed to the event alleged in this report.